Event description:
Oversensing in both a & v during telemetry and interrogation of device causing inhibition. No interference when telemetry head is removed. V-egm showing noise; high post-pace polarization and loss of capture. Patient has been symptomatic and presyncopal.

Manufacturer narrative:
Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found with standard tests. Bench tests could reproduce behavior seen in the field. Additional testing determined a conductive foreign particle was bridging the gap between the battery case and the shield. The particle was identified as iron in content. The battery-to-shield leakage through the particle resulted in the observed oversensing. Other text: it was reported that the patient has been symptomatic and presyncopal. As a result a follow-up was performed and revealed oversensing in both atrium and ventricle during telemetry and interrogation of device causing inhibition. No interference/oversensing noted when telemetry head is removed. V-egm showing noise; high post-pace polarization and loss of capture. No patient complications have been reported since the device was replaced. Actual device involved in incident was evaluated electrical tests performed; mechanical tests performed; visual examination: device was out of specification in a manner that relates to event; capture, failure to interrogate, difficult to output, none, oversensing noise.

Event description:
It was reported that the patient has been symptomatic and presyncopal. As a result a follow-up was performed and revealed oversensing in both atrium and ventricle during telemetry and interrogation of device causing inhibition. No interference/oversensing noted when telemetry head is removed. V-egm showing noise; high post-pace polarization and loss of capture. No patient complications have been reported since the device was replaced.